Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out during the manual prime process. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to corroded motor home switch. The drive support was inspected and no anomaly noted. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.